Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a revision breast reconstruction procedure with unspecified mentor saline breast prostheses in 1999 is experiencing bilateral breast pain and hardness, more so in the left breast. The patient was also diagnosed with marginal zone b-cell non-hodgkin lymphoma in 2009 and in 2017. The patient said the lymphoma was in the bilateral axillary lymph nodes, as well as other lymph nodes, spleen, and bone marrow. The patient was treated with chemotherapy 2 years ago. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.